Event description:
It was reported that the patient presented with high defibrillation impedance exhibited on the right-ventricular (rv) lead. No resolution was performed. The patient condition was stable.